Event description:
Reportedly, on (B)(6) 2017, early battery depletion was reported for the subject device. The battery voltage and magnet rate had decreased from 2.92v and 87 min-1 on (B)(6) 2017 to 2.68v and 82 min-1 on (B)(6) 2017. The following warning messages were displayed: '[27] the device was reinitialized 2 times since the beginning of life. Last reset date: (B)(6) 2017 4:41, [18] r.r.t (recommended replacement time) detected: plan to replace device." The battery curve was reportedly showing that the battery voltage once reached the end of service level. Battery reforming was performed on (B)(6) 2017. Reportedly, the patient did not undergo to any examinations such as MRI since the last follow-up. The device will be replaced on (B)(6) 2017. Preliminary analysis confirmed that the ICD reached its rrt point. Patient care recommendations were provided accordingly to replace the ICD. It was also confirmed that two resets occurred on 15 aug 2017 and total charge time since implantation was around 3 minutes. The device was explanted on 08 september 2017 and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, early battery depletion was reported for the subject device. The battery voltage and magnet rate had decreased from 2.92v and 87 min-1 on (B)(6) 2017 to 2.68v and 82 min-1 on (B)(6) 2017. The following warning messages were displayed: "[27] the device was reinitialized 2 times since the beginning of life. Last reset date: (B)(6) 2017 4:41 [18] r.r.t (recommended replacement time) detected: plan to replace device." The battery curve was reportedly showing that the battery voltage once reached the end of service level. Battery reforming was performed on (B)(6) 2017. Reportedly, the patient did not undergo to any examinations such as MRI since the last follow-up. The device will be replaced on (B)(6) 2017. Preliminary analysis confirmed that the ICD reached its rrt point.patient care recommendations were provided accordingly to replace the ICD. It was also confirmed that two resets occurred on (B)(6) 2017 and total charge time since implantation was around 3minutes. The device was explanted on (B)(6) 2017 and will be returned for analysis.